Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert along with elective replacement indicator (eri). Technical services (ts) recommended replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. Additional information was received that this s-ICD was explanted due to premature bd. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: changed to serious injury report. This device is expected to be returned and analyzed. A supplemental report will be filed upon completion of analysis.

Manufacturer narrative:
This device is expected to be returned and analyzed. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert along with elective replacement indicator (eri). Technical services (ts) recommended replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. Additional information was received that this s-ICD was explanted due to premature bd. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert along with elective replacement indicator (eri). Technical services (ts) recommended replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert along with elective replacement indicator (eri). Technical services (ts) recommended replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service. Additional information was received that this s-ICD was explanted due to premature bd. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.